Manufacturer narrative:
During the device inspection, no issue with the locking mechanism was found. Although the plastic trim was unglued from the side rail panel and one screw was not tightened and stuck between side rail mechanism parts, the mechanism operated correctly. Based on the bed frame evaluation results, it may be assumed that the most likely scenario is that the side rail was incorrectly locked in the upright position. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes below information: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ additionally, according to IFU, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. Arjo device was used for the patient treatment when the event occurred and played a role in the event. The side rail opened and from that perspective, the citadel plus bed did not meet the performance specification. The complaint decided to be reportable due to the patient¿s fall. No injury was claimed.

Event description:
Arjo became aware of the event involving the citadel plus bed frame. The customer staff reported that the patient fell from the bed. Allegedly the side rail was loose and did not lock in the upright position at the time of the fall. No injury was claimed.